Event description:
It was reported that during an attempted implant, after several insertions/extractions of the stylet within the lead, the physician was no longer able to introduce the stylet into the lead. The lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted that a new stylet was used for testing. The stylet insertion test was performed without difficulty or resistance.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).